Event description:
The pt fell a lot. Neurostimulation therapy had become inadequate. The pt felt stimulation in the wrong location. The pt was seen in clinic so the implantable neurostimulator could be reprogrammed. The decision was made to replace the implantable neurostimulator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).